Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Ten minutes after the start of treatment, there was a blood leak alarm, no blood was visible in the drain hose but a chemistrip confirmed that blood was present in the drain fluid. Estimated blood loss was less than 10 ml's. Patient is stable. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.